Event description:
During the initial implant procedure when the right ventricular (rv) lead was connected to the device, noise resulting in oversensing was observed. The device was reprogrammed to resolve the oversensing. The implant procedure was then completed without further complications. The patient was in stable condition.